Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01274 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-01276 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid¿ rx lithotripter basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the tip failed to detach. The physician successfully removed the stone from the first basket after rigorous shaking. Another lithotripter basket was used but the basket failed to crush the stone and the tip failed to detach. The physician cut the wire of the device then used a non-bsc biliary balloon dilator, inflated the balloon into the lithotripter basket and successfully dislodge the stone and removed the basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the device found the thumb ring to be cracked and the side-car rx presented pushback out of specification. Further evaluation of the device revealed the coil and outer sheath to be buckled. The basket tip was intact but presented damage. During evaluation, an attempt to extend the basket was unsuccessful due to dried residue inside the device. The basket was slightly extended and found the basket wires bent. The basket was further removed and the wires were found to be bent. The evaluation concluded that the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, it appears that the thumb ring cracked instead. If the thumb ring is not positioned correctly in the alliance handle, the surface of the thumb ring could be damaged and the force applied may not be distributed properly throughout the device causing the tip to fail to detach. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure. Therefore, the most probable root cause is "operational context." The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01274 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-01276 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid¿ rx lithotripter basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the tip failed to detach. The physician successfully removed the stone from the first basket after rigorous shaking. Another lithotripter basket was used but the basket failed to crush the stone and the tip failed to detach. The physician cut the wire of the device then used a non-bsc biliary balloon dilator, inflated the balloon into the lithotripter basket and successfully dislodge the stone and removed the basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.